Event description:
During a knee arthroscopy procedure, it was reported that t1 and t2 deployed at the same time. All broken pieces were removed from the patient. No patient injury was reported.

Manufacturer narrative:
Device returned with missing components. During functionality testing, it was found that the device functioned as intended. Failure mode cannot be confirmed however, the reported issue is being addressed. Product evaluation: one device was returned for evaluation only the inserter was returned no ts or suture. The actuator is in its post t2 deployment position indicating a complete deployment. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. The failure mode cannot be confirmed however, this investigation is ongoing.